Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in ER after receiving inappropriate shock and had been complaining of dizziness. The patient received atp and hv therapy which failed to convert the rhythm. The rhythm then self terminated. The device remains implanted.